Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced high and low blood glucose. The customer¿s blood glucose level was 400 mg/dl and 40 mg/dl at time of incident. The customer was treated with needles and insulin and food. The customer reported that they had high and low blood glucose. Customer was using insulin pump system within 48 hours of reported low blood glucose event. The customer does not allege pump was under delivering. The customer was advised to change entire set, reservoir and insulin and treat per health care professional instructions. The insulin pump will not be returned for analysis.